Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement multi-out power supply shipped to site 01/30/2017. Medtronic investigation of returned suspect power supply finds that the reported problem could not be duplicated. Checked all power ports and all ports was working fine with no failures. No fault found. Return requested. Replacement +9vac to video splitter cable shipped to site 01/30/2017. Medtronic investigation of returned suspect +9vac to video splitter cable, finds that the molex connector pulled off of the cable. Connector damaged, pin bent/missing - physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 01/31/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that both of the site's navigation system monitors were displaying black and the message no input detected. In trouble-shooting, found the video splitter had no lights, checked connections, by-passed the video splitter and verified that the monitors functioned. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.